Event description:
Giant urticaria localized on trunk and inferior limbs [angioedema]. Case description: spontaneous report was received on (B)(6) 2012, from a pharmacist regarding a female patient around (B)(6) with initials (B)(6). The patient's medical history was significant for alzheimer's disease and unspecified cardiovascular disorder. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20), dosage regimen not provided, into unspecified knee. The lot number for synvisc one was not provided. Approximately four days after treatment with synvisc one, the patient experienced giant urticaria which was localized on her trunk and on inferior limbs. The patient received treatment with antihistamines and oral corticosteroids for the event of giant urticaria which was localized on her trunk and on inferior limbs. The action taken with synvisc one was not provided. The patient's outcome for this event was reported as not yet recovered. Relevant concomitant medications included digoxin, ebixa (mentamine hydrochloride), kardegic (acetylsalicylate lysine) doliprane (paracetamoll), altim (cortivazol), ace inhibitor and ara-2 (cytarabine). The intensity for the event was not provided. The relationship between synvisc one and the event was not provided by the reporting pharmacist.

Manufacturer narrative:
Evaluation summary: the qa (quality assurance) investigation results were received on (B)(4) 2012. The product number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.